Event description:
The customer received an initial myoglobin result of 2742 ug per l for one pt. Customer remembered they had a very high myoglobin result the day before and determined the samples were from the same pt. On (B) (6) 2009, customer reran and diluted both samples 1:10, the results were both greater than 30000 ug per l. The greater than 30000 ug per l result was reported to the department on (B) (6) 2009. No info was provided to determine if any adverse events occurred. It add'l info is received, appropriate notification will be provided.